Event description:
The user facility reported they experienced a total loss of image during procedure. They were unable to retrieve the image. The procedure was completed with the use of another similar device. There was no allegation of harm.